Manufacturer narrative:
The customer's reported problem of non-delivery was not confirmed through performance testing. The pump was found to meet required specifications.

Event description:
The facility's purchasing agent reported the pump did not infuse as intended during clinical use. Despite baxter's efforts to obtain additional info regarding the medication involved, pump programming and set-up info, specific pt details, tubing product code and lot number being used, and medical intervention, no further info was available. Alternate contact info was requested but no alternate contact was identified. No pt injury resulted and there is no adverse outcome associated with this report.